Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Software investigation has not been completed at this time.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon stated he may have rotated the perc pin and as a result, may be inaccurate with navigation. The surgeon discontinued the use of the navigation system to complete the procedure. There was no impact to patient outcome.

Manufacturer narrative:
The software investigation found that, per the event description, the inaccuracy occurred as the frame to patient relationship changed which may have invalidated the registration. The software was functioning as designed.